Event description:
On (B)(6) 2012, customer reported that after they performed weekly maintenance on the dxc 600 pro, the carbon dioxide (co2) did not calibrate. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to check the co2 buffer tubing and verify that the co2 buffer flowed through the system. Customer found that the co2 buffer lid was not tighten down, and that co2 buffer leaked around the bottle. Customer stated that it was a small leak and it was contained in the co2 buffer area. Customer put the lid back on and tighten. Cts instructed the customer to then perform biweekly cleaning. After cleaning the instrument, the customer stated that the co2 and all electrolytes calibrated and that the controls were good. The issue was resolved through routine customer maintenance. The failure mode for this issue was due to user error when the customer did not properly reassemble the co2 buffer reservoir cap after weekly maintenance.

Manufacturer narrative:
(B)(4)